Event description:
Additional information received indicates surgery took place on (B)(6) 2025 wherein the l3 lead was unable to be removed. The remaining l3 lead was tunneled back to pocket. In turn, an additional lead was implanted. Effective therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that following a dog attack the patient experienced ineffective therapy, patients lead has high impedances. As a result, surgical intervention may be undertaken to address the issue.